Event description:
It was reported that "a rip is in the hose" of the hand piece device. The reporter was unable to determine the precise date of this event. There was no information regarding the precise location of the malfunction. The reporter stated that there was no delay in surgery; no patient harm, adverse outcome or injury was alleged. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the unit met specifications. No failures were observed during the inspection. Therefore, the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).